Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found that the tip of one needle was bent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. Concomitantly, the patient underwent a dilation & currettage hysteroscopy and ablation radiofrequency. During the procedure, the trocar sheath broke at tip as it exited the patient's skin scrap's fascia. The tip was able to be retrieved. There was additional tissue damage to the patient since the track and entry site became twice as wide. The procedure was completed with the same device. The physician opined that a possible contributing factor to the event could have been that the sling was defective at the change from the uniform sheath to where it becomes tapered, at the ring, and it broke perfectly not jagged edges.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.